Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they have been struggling with temporomandibular joint disorder while using the day aligners. The patient stated that the temporomandibular joint disorder started while using byte and that they saw that was one of the conditions listed in the email.